Event description:
The technician reported the side com does not function so the bed has no nurse call function. The bed was located in storage at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side com power control board does not function. The cause of the side com power control board assembly not functioning is unknown. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.